Event description:
Information was received from the patient receiving intrathecal morphine (unknown) via an implantable pump for spinal pain indications. The patient reported that they had to have an magnetic resonance imaging (MRI) of her low back yesterday at 7: 30pm. Patient stated that when they came home they used her external device to check the pump and it was reading it and they still delivered a bolus. Patient then stated that the pump had not beeped all day until the last 15 minutes. Patient confirmed that it was a long, elongated 2 toned beep. Agent reviewed that it could be a critical alarm. Patient mentioned that they just had a refill last week. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient stated they had an appointment on wednesday for an injection. Patient connected to the personal therapy manager (ptm) and confirmed the alarm to be low reservoir alarm. Patient stated they were filled august 20th. Patient had to disconnect call because their healthcare provider (hcp) was calling them back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.